Event description:
It was reported that the lead was on the right side and caused the patient¿s toes to turn down. The patient went to surgery and a lead was placed on the left side. Placing the lead on the left side still did not help. Additional information received reported that the patient was still having concerns with her device or therapy and had not sought further help. It was stated that the ins had not worked how the patient was told it would work.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 889-28, lot # v727844, product type lead; product ID 3889-28, lot # v727844, product type lead. (B)(4).